Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Additional information was added to blocks b5, d1, d4, d9, and h11.

Event description:
It was reported that the patient experienced pericarditis and had a trace pericardial effusion. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced pericarditis. The patient presented to the emergency department (ed) with shortness of breath (sob), fever, chills, and chest pain. The patient stated this felt like a viral illness but presented to the ed to make sure given the recent procedure. The patient was hospitalized, and a bedside echocardiogram showed a trivial pericardial effusion. The patient was prescribed 0.6mg daily for 30 days with colchicine; additional ibuprofen 600 mg tid x 3 days with ppi/pepcid and prn acetaminophen 1 g q8h prn. On the patient's most recent office visit almost three weeks after the procedure it was noted that the chest discomfort/pericarditis had significantly improved after taking colchicine. It is unknown if the device will be returned for analysis. It was further reported the device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the patient experienced pericarditis and had a trace pericardial effusion. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced pericarditis. The patient presented to the emergency department (ed) with shortness of breath (sob), fever, chills, and chest pain. The patient stated this felt like a viral illness but presented to the ed to make sure given the recent procedure. The patient was hospitalized, and a bedside echocardiogram showed a trivial pericardial effusion. The patient was prescribed 0.6mg daily for 30 days with colchicine; additional ibuprofen 600 mg tid x 3 days with ppi/pepcid and prn acetaminophen 1 g q8h prn. On the patient's most recent office visit almost three weeks after the procedure it was noted that the chest discomfort/pericarditis had significantly improved after taking colchicine. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.